Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an out-of-range (oor) alert related to the rv defibrillation coil impedance. The lead remains in use and no reprogramming has been completed at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed a defibrillation coil impedance spike and high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.